Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was guided through a complete pump reset, resulting in successful resolution as the error did not reappear and the sensor session was started successfully.